Event description:
It was reported an issue with optilene suture. The client reported that during a finger wound suturing the thread broke and the needle was blunt. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.93 kgf in average and 1.65 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. On the other hand, the needles of the closed samples received have been analyzed for penetration test and the result is 0.459 n in average in the 1st penetration. This value fulfills the needle specifications of 0.480 n in maximum for the 1st penetration. Reviewed the needle manufacturing records no deviations have been found and the results in penetration test for the needles before releasing the product were 0.352 n, 0.398n, 0.431n and 0.376 n. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.